Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 29-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The patient's medical history included multiple allergies, menorrhagia, pelvic pain female, dyspareunia and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: trailing coils: left 5 coils. Right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a uterus with cervix and left fallopian tube: cervix: nabothian cyst. Negative for dysplasia and malignancy. Most recent follow-up information incorporated above includes: on 18-jun-2020: medical record received: lot number, patient history, lab data were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 29-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The patient's medical history included multiple allergies, menorrhagia, pelvic pain female, dyspareunia and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (esure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: trailing coils: left 5 coils. Right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: a uterus with cervix and left fallopian tube: cervix: nabothian cyst. Negative for dysplasia and malignancy. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (esure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 29-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The patient's medical history included multiple allergies, menorrhagia, pelvic pain female, dyspareunia and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: trailing coils: left 5 coils. Right 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a uterus with cervix and left fallopian tube: cervix: nabothian cyst, negative for dysplasia and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.